Event description:
A cordis trakstar balloon was inflated to 6 atmospheres for 60 seconds, and deflated. When ntg was injected intra-coronary, it was noted that the balloon had separated from the shaft and was positioned at the apex of the coronary tree.

Manufacturer narrative:
The following analysis has been performed on the returned produuct: visual exam: the catheter was returned in two sections coiled within a plastic bag. The catheter body was found to be separated, 27.8 cm distal to the strain relief. No elongation of the body material was noted. Microscopic exam: further eval using scanning electron microscopy (sem) on the separated body edge areas of the balloon revealed evidence of external surface abrasions and striated body material. The origin of the surface abrasions could not be determined. The same abrasions were noted on the proximal site. Although the exact cause for the balloon damage could not be determined, it appears to have been abraided by an unknown source and these abrasions were the cause of the subsequent separation. The damage to the product does not appear to be related to the MFR of the device.